Event description:
It was reported that an unknown number of spectrum pumps constantly displayed the upstream occlusion message during blood infusions. It was also reported there was no patient injury. Upon further communication with the customer, it was reported that during the facility troubleshooting, the customer had found that the users are hanging bags with cold fluid, stretching the tubing and/or not hanging the bag at the correct height.

Manufacturer narrative:
(B)(4). A device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If a device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.